Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date was incorrect, after pump shutdown due to customer not charging the pump battery. Customer reported a blood glucose level of "high" on the continuous glucose monitor. Customer addressed the elevated bg level with a bolus via the pump. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.